Event description:
Two drs were placing the pushlocks in the bone, and when using the mallot, the tips broke off of two of the push locks. Approx 2mm of the tip remained in the pt of each push lock, but the rest was removed and unable to be used. New implants were opened. The only harm to the pt was the extra little piece of implant that was left in the bone since it broke off. Unsure if it was user error or defective product. We continued the cause with no complications.